Event description:
Customer is experiencing high blood glucose. The blood glucose reading is 600 mg/dl. Customer has treated with manual injection. The blood glucose reading is not going down. During troubleshooting, there are air bubbles in the infusion set tubing. Customer stated that insulin is store in refrigerator. Advised customer that insulin should be room temperature to prevent gassing out in the insulin pump. Customer checked the blood glucose reading and he was still high. His wife will take him to the hospital. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.